Event description:
It was reported that the insulin pump experienced an unexpected restart alarm after a battery replacement. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was passed self test, unexpected restart error test and displacement test. There was no unexpected restart error alarms noted. The insulin pump was received with cracked case at display window corners, battery tube threads, and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.